Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information regarding inquiry if this subcutaneous implantable cardioverter defibrillator (s-ICD) was compatible with heartmate left ventricular assist device (lvad) devices as n markers were seen on the qrs complex and some baseline artifacts were noted on the electrocardiogram. The field representative also inquired about the smart charge feature of this s-ICD. No adverse patient effects were reported. The system remains implanted. A review by boston scientific technical services (ts) observed n markers related to noise coming from the left ventricular assist device (lvad) pump engine. The noise was less present in the alternate vector compared to primary and secondary vector. Ts noted that noise from left ventricular assist device (lvad) is not always present and depends on several variables including location of the two systems, patient anatomy an left ventricular assist device (lvad) settings, and postural changes. The presence of noise marker would inhibit detection of qrs complexes and expose this patient to no therapy delivery or delay to treatment, and there was always some risk of oversensing or undersensing (due to noise) of s-ICD signals with an left ventricular assist device (lvad). Ts further discussed recommendation for this case and troubleshooting options. Additional testing was performed and sent for review to ts. Ts confirmed that the alternate vector was the best to program following testing as the other vectors were not providing appropriate detection with a risk of inappropriate therapy due to undersensing and a delay in detection. The device was reprogrammed and the issue was resolved.